Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Noted the observation that 516 ventricular high rate (vhr) episodes collected, but the episode electrogram (egm) type programmed to atrial-egm. So for vhr episodes, no egms would expect to be recorded based on device programming. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product(s): 507645 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device showed no stored electrograms for ventricular high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.